Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer after the calibration it was not accepting the calibration due to blood glucose 407 mg/dl. Customer blood glucose at the time of event 407 mg/dl, 455 mg/dl, 421 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer reported redness and blood in the insert point. Customer stated that calibration not accepted. The insulin pump will not be returned for analysis.